Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after placement, the line became clogged. There were no injuries or additional procedures reported.